Event description:
It was reported that after arthroscopic knee surgery, the physician noticed two quarter size 3rd degree burns on the pt's left articular shoulder/elbow joint area. It is unknown where ground pad was placed. Although generator's labeling recommends using a valleylab ground pad, a conmed macrolite ground pad was used. Plastic surgeon recommends skin graft. No add'l complications reported.